Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. Her blood glucose level at the time of the report was 343 mg/dl. Standard troubleshooting was performed. The insulin pump gave a no delivery alarm and could not complete the manual prime. The customer was advised to change her reservoir and infusion set. She declined and believes it is an error with the insulin pump. The insulin pump is being replaced. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)